Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her right hip on or about (B)(6) 2010 and was revised on (B)(6) 2018. It is further alleged that she suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in her blood.

Manufacturer narrative:
An event regarding wear, instability and abnormal ion level involving a metal head was reported. The wear event was confirmed via clinician review of the provided medical records. Abnormal ion level and instability was not confirmed. Method & results: product evaluation and results: visual inspection, material analysis, functional, and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant indicated: "conclusion/assessment: by report the patient had the original implantation or conversion to the revised implants in 2010 there was an indication that this would have been a head and liner revision from a hip placed in 2008. We do not have this documented by any medical records other than an indication in the operative note of the revision. The patient underwent revision arthroplasty in 2018 for pain and instability. At the time of surgery, metallosis and trunnionosis were noted. A sleeve was placed onto the trunnion and the hip converted to a mobile-bearing style implant. At the time of the surgery there was failure of the abductor mechanism it is unclear whether that was failure of the repair or from some other underlying cause. No other medical records, radiographs, pre or postoperative information, or metal levels were provided for review. Event confirmation: revision hip arthroplasty where metallosis and some trunnion fretting were noted can be confirmed (this appears to be a second revision). Failure of previous repaired abductor mechanism can be confirmed. Instability cannot be confirmed. Increased metal levels cannot be confirmed. Implant recall cannot be confirmed. Severe bodily injury cannot be confirmed. Root cause: the root cause of the second revision surgery was pain and instability of the hip. A root cause for the abductor failure cannot be determined. The root cause of the metallosis appears to be fretting at the interface but the root cause of the fretting cannot be determined. Increased metal levels, implant recall and bodily injury were not confirmed thus there is no root cause." Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to instability, elevated metal ion levels and severe wear of the stem trunnion at the stem-head junction. A review of the provided medical records by a clinical consultant indicated: "conclusion/assessment: by report the patient had the original implantation or conversion to the revised implants in 2010 there was an indication that this would have been a head and liner revision from a hip placed in 2008. We do not have this documented by any medical records other than an indication in the operative note of the revision. The patient underwent revision arthroplasty in 2018 for pain and instability. At the time of surgery, metallosis and trunnionosis were noted. A sleeve was placed onto the trunnion and the hip converted to a mobile-bearing style implant. At the time of the surgery there was failure of the abductor mechanism it is unclear whether that was failure of the repair or from some other underlying cause. No other medical records, radiographs, pre or postoperative information, or metal levels were provided for review. Event confirmation: revision hip arthroplasty where metallosis and some trunnion fretting were noted can be confirmed (this appears to be a second revision). Failure of previous repaired abductor mechanism can be confirmed. Instability cannot be confirmed. Increased metal levels cannot be confirmed. Implant recall cannot be confirmed. Severe bodily injury cannot be confirmed. Root cause: the root cause of the second revision surgery was pain and instability of the hip. A root cause for the abductor failure cannot be determined. The root cause of the metallosis appears to be fretting at the interface but the root cause of the fretting cannot be determined. Increased metal levels, implant recall and bodily injury were not confirmed thus there is no root cause." The subject device has been identified to be within scope of an nc and CAPA. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of said nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Manufacturer narrative:
Reported event: an event regarding abnormal ion level involving an unknown metal head was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Product history review: not performed as the device lot details were not provided. Complaint history review: not performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device identification details, return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her right hip on or about (B)(6) 2010 and was revised on (B)(6) 2018. It is further alleged that she suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in her blood.